Event description:
The pt reported experiencing insulin leakage at the infusion set connection. The pt stated the leak most often occurs after the infusion set headset is changed but the tubing is not changed. The pt does hear an audible "click" when reconnecting. No physiological effects were reported. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.